Event description:
It was reported that stored episodes of non-sustained rv oversensing were observed via remote transmission. The episodes were found to have been triggered by frequent pvcs. The device was noted as functioning properly and appropriately with both pacing and sensing. Patient will be monitored with routine follow up.

Manufacturer narrative:
(B)(4).